Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported debris under a patient's right eye flap approximately two weeks post uneventful lasik procedure. The surgeon flushed with sterile irrigating solution and refloated the flap to remove the debris.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Technical root cause for the reported event could be excluded. The root cause could not be determined conclusively. The most possible root cause is user handling during preparation of the surgery or during surgery. The debris may have been coming in the eye with the flap lifter instrument. (B)(4).